Event description:
It was reported that a patient died on the omega IV table. Customer used fluoro to start inserting a balloon pump. After the pump was inserted, fluoroscopy was lost. This room was used all day prior to this incident. The field engineer was unable to duplicate this problem.